Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained of erroneous results for 1 patient tested for elecsys estradiol iii assay (estradiol iii) on a cobas 6000 e 601 module. The initial estradiol iii result was 180.0 pg/ml. This result was reported outside of the laboratory. On (B)(6) 2017 a new sample was obtained and the estradiol iii result was 50.32 pg/ml. This sample was repeated and the result was 48.07 pg/ml. On (B)(6) 2017 the initial sample was repeated twice with results of 70.18 pg/ml and 68.36 pg/ml. There was no allegation that an adverse event occurred. The estradiol iii reagent lot number was 217313. The expiration date was feb-2018. A visit to the customer site found that the sample probe was misaligned. The sample probe was adjusted and a sample was run for precision purposes 10 times. The results were acceptable and the customer has had no further complaints about results. A specific root cause was not identified. Additional information was requested for investigation but was not provided. Quality controls (qc) are not run regularly and it is unclear whether qc was run on the day of the event. Calibration signals were within expectations. A general reagent issue is not suspected. The customer¿s coagulation time of 35-40 minutes may be borderline or too short; most sample tubes require a coagulation time between 30-60 minutes. The customer performs 3-5 sample tube inversions. This may be borderline low or too low; most sample tubes require 5-10 inversions. The customer uses a centrifugation time of 6 minutes at 3273 relative centrifugal force (rcf). This time is too short and the force is likely too high; few tubes require over 2500 rcf. All of these issues can cause high results. No instrument issues were identified during a review of the alarm trace and instrument performance test data. A possible root cause of the issue may be related to clots or fibrin in the sample. Additional possible root causes for this event may be improper handling of the reagent or system reagents, or contamination of the environment with the analyte.